Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No lot history review was performed because no lot number was provided. If the product is returned, this complaint will be reopened for further investigation. The customer also provided additional information stating that there is a fracture between the internal and external device and the tracheostomy tube had been used for 1-2 months. As per the instruction for use as10006183-004, rev. 102, page 3, point 7.2 ¿tracheostomy tubes must be changed regularly to suit individual patient¿s needs. Maximum recommended period of use is 29 days.

Event description:
It was reported that a patient using home mechanical ventilation via tracheostomy was using a portex brand tracheal cannula which presented a fracture between the internal and external device, putting the patient's ventilation at risk 3 times. As soon as they noticed, they made the replacement, they perform regular scheduled device replacements. There was mechanical ventilation compromise due to air leak and difficulty in the machine maintaining volume. Event occurred while use in patient. There was no reported harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.